Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿a hair on the implant prior to being used in surgery¿.

Event description:
Healthcare professional reported ¿a hair on the implant prior to being used in surgery¿. Device was not implanted.

Manufacturer narrative:
Device evaluation: per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification (if applicable). Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ hair/fiber on implant: observed a fiber attached on device, through visual inspection it is not assessed as workmanship since it was received out of the sealed package. No further actions are required as it is within specification. None of the other observations performed during the device analysis (creases) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported ¿a hair on the implant prior to being used in surgery¿. Device was not implanted.